Event description:
The customer reported that the system lost patient images. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and reloaded software. The system operates as intended.